Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose level of 278 mg/dl while using the ilet, and the caregiver was unable to identify contributing factors; troubleshooting and education were completed during the call. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.